Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device analysis: the device related to the reported event of rupture, was received on nov 10, 2020 with lot number 1785291. Visual analysis of the returned device identified: underweight, broken shell and others and crease fold. A microscopic analysis was performed which identified: one broken sharp on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp broken on the posterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: d.10, h.3, h.6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.